Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and was in critical override. The field service engineer (fse) found that the port was disconnected and did not appear to have internet access. The fse advised the pharmacist to reach out to the hospital information technology department (hit) to check the virtual local area network configuration for the station and confirmed that the station was functioning properly. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating and was operating in critical override mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating and was operating in critical override mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.